Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, inappropriate low voltage output was noted on the pacemaker, the right atrial (ra) lead and the right ventricular (rv) lead. Additionally, the pacemaker exhibited inappropriate magnetic response and, the right atrial (ra) lead showed under-sensing which resulted in inappropriate mode switch. Programming changes were made. There were no patient consequences.